Event description:
Rec'd info stating patient was hospitalized due to high bg's and dka.

Manufacturer narrative:
No product has been returned. Should new info becomes available, a f/u MDR will be submitted.